Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2016 with the following findings: a review of the black box indicated multiple reboots had occurred on the date of the complaint. Visual inspection revealed a hairline crack in the battery compartment. The battery cap threads were damaged and the battery cap was unable to attach securely to the pump. A test battery cap was used to complete investigation. The black box indicated that basal deliveries stopped at 11:23am on (B)(6) 2016 and did not resume, resulting in the basal delivery history and total daily dose totals appearing to be inaccurate on that day. There were no errors, alarms, or warnings associated with the complaint found in the alarm history. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1unit per hour basal rate and at the end of testing, the basal history and total daily dose history had recorded accurately. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was opened and no internal defects were found. The complaint of a power issue was seen in the history but could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On 12/05/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 300mg/dl with blurred vision, confusion, excess urination, and extreme thirst associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued use of the pump. The reporter noted that the pump had no power, the battery compartment was cracked, and the battery cap could not be tightened. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.